Event description:
Reporter indicated a pt had high lead impedance readings at an office visit. The generator end of service indicator was also noted to be yes at that time. The pt was asymptomatic, had no known trauma and did not manipulate the vns. The pt later underwent lead and generator revision surgery. The explanted lead and generator were returned for analysis. Analysis of the generator confirmed it was at normal end of service. Analysis of the lead portion returned did not identify any anomalies. The condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. The electrode array was not returned.

Manufacturer narrative:
Only a portion of the lead was returned for analysis which did not reveal any anomalies. Device failure is suspected in the lead portion not returned, but did not cause or contribute to a death or serious injury.